Event description:
It was reported the pump was replaced on (B)(6) 2014 due to a normal elective replacement indicator (eri). The patient experienced signs of possible overdose on (B)(6) 2014, three days after the pump was replaced. After implant the patient¿s dose per day was 880.2mcg/day of baclofen. It was further reported on (B)(6) 2014 the patient¿s daily dose of baclofen was 399.9mcg/day with a concentration of 2,000mcg/ml. The patient¿s pump was increased 13% on (B)(6) 2014 to a dose of 450.4mcg/day. Troubleshooting, interventions or actions taken to resolve the event included decreasing the pump dose and then increasing it a few days later. The patient experienced fever, respiratory insufficiency, pneumonia, and loss of spasticity / tone. The cause of the event was unknown as it was three days post pump replacement, but it was reported it was not due to the pump or catheter. There was no programming issue. It was further reported it was unknown if the event was due to drug effects. The patient had recovered and was doing well at this point. The pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b003046n16, implanted: (B)(6) 2003, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).